Event description:
It was reported the patient had noticed a decrease in the time between charges over the past year. The patient was able to go 2-4 weeks between charges and that interval had decreased. One of the electrodes was out of range and was greater than 10,000 ohms. The manufacturer representative (rep) programmed around that electrode. The patient noted it could drop to two quartiles in one day and down to 0% in 3 days. The average recharge interval was closer to 9 days after further questioning. The patient was recharging from 25% typically. The patient didn¿t recall the last programming session and that pain coverage had been good. It was noted that 100-25% drop in the battery seemed appropriately normal based on the settings. Additional information received reported the cause of the impedance issue was not determined. The recharging frequency matched the patient¿s settings, as the patient was in continuous mode. The cause of the event was not determined. The patient was able to recharge normally and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).